Event description:
Additional information was received from a healthcare provider and a manufacturer representative on 2017-may-15. It was further reported that the pump had not yet been replaced due to the previously reported patient health issues. Information was requested regarding the battery performance field action as it related to this pump, and the hcp additionally requested a list of other patients affected by the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jul-27. It was reported that the pump was replaced successfully. It was noted that they had planned on changing drug with the new pump, but may not aspirate the catheter where the old drug would be. The representative was to find out specific details and possibly call back for modified bridge bolus (bb) calculations if that was needed based on the hcp's discretion. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient's implanted infusion pump containing morphine (40 mg/ml at 15.2 mg/day). The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient had been massively sick and in the intensive care unit (ICU) due to another disease process which was not related to the pump. The patient had been intubated and was comatose on a ventilator for the past two weeks. The patient was near low reservoir and needed a refill performed. When the hcp interrogated the pump, on the day of report, the following alarms were noted: end of service (eos), low battery reset, tube set, and elective replacement indicator (eri). The event logs only showed events from the date of report, so the hcp could not establish when the alarms first started. It was unknown if the patient experienced symptoms related to the alarms due to the patient's comatose status.

Manufacturer narrative:
The other relevant components include: product ID: 8870, serial# unknown, product type: software. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-may-24. It was reported that the patient was seen by a mobile nurse while hospitalized on (B)(6) 2017 for a refill, and was noted to have experienced symptoms of slight headache, generalized weakness, generalized edema in the hands and feet, nausea, poor appetite, and utilized a catheter and rectal tube. It was noted that these symptoms were within the normal limits for the patient at that time. The patient also required assistance of 1-2 people to transfer, had poor endurance, fair manual dexterity, and required assistance with activities of daily living (adl). The patient's pain was a 2 at the time of refill, which was the patient's best score on a scale of 1-10. The patient's worst pain was an 8, and the patient's average pain was a 6. The patient had been receiving narcotics due to hospitalization, and reportedly told the nurse that she had been taking more pain meds than usual even prior to admission. This was also noted to be within normal limits for the patient. The pump was located in the left lower abdomen and was to be refilled with morphine sulfate (ms) 40mg/ml. During this refill the pump issues were identified, and the pump could not be reprogrammed. The patient's managing hcps were notified and requested that the pump be rescanned. The pump was rescanned and the outcome was unchanged. The nurse called technical services and was told that the only command that would probably be allowed was the 'stop-shut down' command, but perhaps not even that due to lack of battery service. The patient's hcps were notified again, and it was agreed not to refill the pump or continue attempting to reprogram. The patient was informed of all conversations, and stated that she had not heard the pump alarm once, but understood all of the day's events. The mobile nurse was unable to discuss the events with the patient's nurse, charge nurse, and the doctor of the floor, but left her contact information with the patient's managing hcps. The patient was informed to try to reach her managing physician's office for additional information. Pump logs provided confirmed 15 low battery resets occurring on (B)(6) 2017 every minute between 12:25 and 12:29. Terminal event and tube set messages were confirmed, and the message indicating eri occurred was confirmed with a message to replace the pump by 2095-apr-09. The message indicating eos occurred was confirmed, and was followed by "??/??/???? Mm/dd/yyyy." It was reported that no actions could be taken at the time of the event as the patient was in the hospital due to nausea/vomiting, then loss of consciousness and intubation. The pump battery was unable to be updated. The cause was thought to be related to the battery performance field action, which was discovered after the incident. The patient was reportedly recovering and had been moved from the ICU to a nursing rehab center. It was noted that the symptoms of nausea, vomiting, and loss of consciousness the patient experienced 1 week prior to the discovery of the pump battery failure were thought to have been related to the device or therapy. It was later confirmed that it was initially unclear what was causing the patient's symptoms as the patient was unconscious, and stomach issues were considered to be the cause, but after the pump was interrogated it was confirmed that the pump may have been a contributing factor. The patient's nausea and vomiting had reportedly resolved, and the patient was taken off the ventilator, but the patient's managing hcps had not seen the patient since she was transferred to the rehab center and the patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on 2017-sep-27 revealed a low battery reset of undetermined cause. Analysis of the pump also identified a voltage related eri or eos of undetermined cause. Analysis noted that the pump memory logs showed that the pump had suffered eos and low battery resets in the field. During internal decontamination and motor function test, the pump reset. Hybrid function passed testing. Battery resistance test showed a battery resistance of 292 ohms which is under the 317 ohm spec. Considering this as passing resistance, the pump received full destructive analysis to confirm if any other fluid, electromechanical migration (ecm), or corrosion related anomaly resulting in a short could be found, and none was found. Knowing the tendency for the high resistance anomaly to ¿come and go¿ in a suspected battery along with further analysis not showing any other severe anomaly, the eri, eos, and reset that occurred in the field and the reset that occurred during analysis is consistent with a high resistance battery, but because rpa does not have a test that definitively failed, the cause is undetermined. As per the pump¿s log, morphine sulfate (ms) with concentration 40.0 mg/ml was being administered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8870, serial# unknown, product type: software. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) also applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative on (B)(6) 2017. The pump was explanted on (B)(6) 2017.. The patient experienced a sudden loss of therapy, no dye study or rotor study was performed. The patient recovered without sequela.

Manufacturer narrative:
The previously applied conclusion code (B)(4) no longer applies to the pump. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. The previously applied conclusion code (B)(4) remains applicable to the catheter component. If information is provided in the future, a supplemental report will be issued.